Event description:
It was reported that "the driver broke in the surgery. The doctor took out the bits of the driver from the patient's body." No patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.